Event description:
It was reported that during a device change-out, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead remains implanted and will continue to be monitored.

Manufacturer narrative:
.